Manufacturer narrative:
Method: visual inspection, product history review, compliant history review, nc/CAPA history review, labelling review, risk assessment result: the sales rep reported event was confirmed via visual inspection. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the potential causes of the reported event includes guide not properly attached to plate, guide/awl limits visibility, user tilts guide off axis affecting screw path, over-angulation of screwdriver which leads to unintended cantilever force, however a definite root cause cannot be determined at this time.

Event description:
It was reported that while locking the plate, the locking mechanism malfunctioned. It took about 10 minutes to take plate off and replace with a new one. No adverse consequences to the patient is reported. They surgery was completed successfully.

Event description:
It was reported that while locking the plate, the locking mechanism malfunctioned. It took about 10 minutes to take plate off and replace with a new one. No adverse consequences to the patient is reported. They surgery was completed successfully. This complaint will be reported as a malfunction.